Event description:
The consumer and health care provider (hcp) reported that the patient experienced a loss or change of therapy. The patient was implanted on (B)(6) 2016. The patient was coughing and noticed they were leaking. The patient's therapy was on and the patient increased stimulation. The patient's leaking and loss of therapy had not been resolved. The patient had a wound seroma and their health care provider (hcp) reprogrammed them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.